Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed empirically based on accounts by the edwards clinical specialist. Available information suggests that patient anatomy likely contributed to the event due to thickened leaflet, issues with tissue integrity, and previous complications with infective endocarditis potentially making leaflet capture difficult. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in mitral position where the patient was brought back to the hospital for a repeat tte and the second lateral ace with an slda (single leaflet device attachment). The index procedure with pascal was completed successfully with an mr (mitral regurgitation) reduction from severe to moderate. Mr after the slda happened was back to severe. The hospital is proceeding with using mitraclip to re-intervene. Additional information received from the cs stated that anatomically, the leaflets were thickened and had bad tissue integrity. The patient previously had multiple bouts of infective endocarditis. The physicians believe that the cause of this was due to patient anatomy and was not device related. They believe that the tissue either tore or stretched due to the previous endocarditis infections. Post re-intervention with the mitraclip, the regurgitation was trace with a gradient of 4. The patient currently is stable post mitraclip re-intervention but has an ejection fraction of 10%.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.